Event description:
Reporter stated that pt obtained a blood glucose result of 135 mg/dl on the compact system. An unspecified time later, pt's blood glucose was reportedly retested on a physician's device with a result of 35 mg/dl. Reporter indicated that pt experienced hypoglycemia. Reporter did not indicate if pt required or received any treatment for hypoglycemia. The MFR requested the return of the suspect product for eval.